Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a male patient that was not reported out of the laboratory. The following results were provided: sid (B)(6), initial troponin results= 24.0 ng/l, 62.5 ng/l; repeat results= 25.3 ng/ml, 25.2 ng/l there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 64553ud00 did not identify an increase in complaint activity for the issue. The ticket trending review of complaint data did not identify any related trend regarding commonalities for lot numbers and issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the lot number 64553ud00. The overall performance of alinity I stat high sensitive troponin-I reagent was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent for lot number 64553ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I for a male patient that was not reported out of the laboratory. The following results were provided: sid (B)(6) , initial troponin results= 24.0 ng/l, 62.5 ng/l; repeat results= 25.3 ng/ml, 25.2 ng/l there was no impact to patient management reported.